Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076839. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072921.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned. Additional information was received that physician that put it in, damaged a nerve and as a result, the patient spent about a week with a dilaudid drip medication.